Event description:
The customer reported via phone call that their blood glucose was between 300 to 400 mg/dl for the last 4 months. Customer had a yogurt and a teaspoon of creamer and then they treated. Customer's blood glucose was 472 mg/dl three hours later. Customer stated that their blood glucose has been above 300 mg/dl for the last 3 weeks. Customer also noticed an open circle on their pump. Customer's blood glucose was 475 mg/dl at the time of the incident. Customer treated with a bolus. Customer stated that they had to change their set today and they had a headache. Customer declined to check for leaks or air bubbles in the tubing/reservoir. Customer's settings were found to be correct. Customer stated that the changes in their setting were not made by the doctor but by the customer. It was found that the customer was on pattern a, which was half the insulin that the customer's standard rate had saved. Customer was assisted with selecting the standard basal rate.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.